Event description:
It was reported that the tip of the guidewire broke. A 330cm rotawire and rotalink plus were selected for use in a rota case. During the procedure, after debulking, the system and the wire were removed. During removal, the tip of the wire broke off. The tip was recovered. There were no patient complications reported.